Event description:
This is report 1 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. Treatment information was not reported. At the time of this report, the patient had not yet recovered from the peritonitis and remained hospitalized for the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h13j25093 and h13i22463 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The patient had experienced an unspecified infection (previously reported as peritonitis) and was reported to be recovering. It was confirmed that the unspecified infection was not peritonitis. The homechoice automated pd set with cassette and other baxter pd disposables are no longer suspect products.